Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted that the lead returned severed approximately 123 millimeters (mm) from the terminal end. Insulation damage was observed approximately 207-216 mm from the terminal end. Insulation damage characteristics are consistent with lead-on-lead abrasion. Testing was completed to assess the lead electrical performance of the returned portions. Measurements throughout these tests were within normal limits. The abrasion appears to spiral around the lead, several surface abrasions are noted as well

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.